Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed critical pump error. Troubleshooting was performed. Customer's blood glucose was 230mg/dl at the time of the incident. The customer stated that there was a critical pump error image on the insulin pump's screen. The customer stated that they were asleep and they received an insulin flow blocked alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.